Event description:
Olympus was informed that during a transurethral resection electrode and was not able to be retrieved from the pt¿s bladder. There was no pt injury reported. The procedure was completed.

Manufacturer narrative:
Olympus followed up with the user facility to obtain add¿l info. During the removal of the resection electrode from the pt¿s bladder, the loop broke off the electrode. The user attempted to retrieve the loop with grasping forceps but was not successful. It is unk if the patient passed the loop. There was no pt injury. An olympus ues-40, serial number unk, was used during the procedure. The ues-40 was pre-programmed for loop setting, 280 watts for cut and 140 watts for coag. The electrode was not returned to olympus for eval as the device was discarded following the procedure. The exact cause of the user¿s experience could not be conclusively determined. This report is being submitted as a medical device report in an abundance of caution.